Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mine was really bad on the right hand side') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the pelvic pain was resolving. The reporter considered pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mine was really bad on the right hand side') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the pelvic pain was resolving. The reporter considered pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mine was really bad on the right hand side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the pelvic pain was resolving and the weight increased outcome was unknown. The reporter considered pelvic pain and weight increased to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain and weight increased. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added: weight gain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.